Event description:
Reportedly, the battery curve shows that the pacemaker has been implanted for 4.5 years, whereas the device has been implanted for 12.5 years.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the battery curve shows that the pacemaker has been implanted for 4.5 years, whereas the device has been implanted for 12.5 years.